Event description:
The customer reported that the system displayed an exposure too high error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the current to the proper exposure. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.